Event description:
The customer reported unexpected negative antibody screen with capture-r ready-screen. Negative results were reported and a unit of red blood cells was transfused based on the results. Patient did not exhibit signs of a symptomatic transfusion reaction; a delay hemolytic transfusion reactions was detect by a positive direct antiglobulin test.

Manufacturer narrative:
The reactivity of the fya antigen was confirmed on retention capture-r ready-screen, lot x099. Pre- and post-transfusion samples were returned for investigational testing. The pretransfusion sample was nonreactive with manual capture testing but the post-transfusion sample was strongly reactive. The pre-transfusion sample demonstrated very weak reactivity when tested with fy (a+b-) red cells using immuadd as a potentiator. The event appears to be related to the nature of the sample. The limitations section of the package insert states, "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."